Manufacturer narrative:
Batch review performed on (B)(6) 2025. Lot. 2011125: (B)(4) items manufactured and released on 21-dec-2020. Expiration date: 01-dec-2025. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported events during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At about 3 years 8 months after the primary, the patient came in reporting instability and the cause is unknown. The surgeon upsized the poly (10 to 12 mm) to give the patient more stability. The surgery was completed successfully.